Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, foreign matter in the nozzle was confirmed but unable to be identified. It was confirmed that the nozzle was not deformed and there were no obvious reprocessing deviations. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Upon further evaluation of the device, service found that due to clogging of nozzle, water function was out of specification. Due to wear of angle wire, the bending angle in up direction was out of specification. Due to wear of angle wire, the play of up/down knob was out of specification. The adhesive on the bending rubber (a-rubber) was cracked and cloudy. The paint on suction cylinder was peeling due to stress during reprocessing (caused by handling). Scratches were observed on the image guide protector, the universal cord protector on the scope connector side, on the objective lens, and the objective lens was cracked due to a shock caused by dropping/knocking the endoscope to a hard surface/object. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported a defect of the air/water supply in the subject device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found foreign material in the air/water nozzle. This report is being submitted for the foreign material found during the device evaluation. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.